Manufacturer narrative:
Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes underfilled. No report of injury or medical intervention. No report of blood exposure to mucous membrane.